Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reports the suture tab on the maharkur catheter dislodged, allowing the catheter to migrate out of the patient. There was no harm to the patient.